Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. It was confirmed that the pump was able to be charged with a different wall adapter. In addition, the pump battery jumped from 65% to 100%. There was no reported impact to the customer's blood glucose (bg) level was the customer had not tested at the time of the report. Reportedly, the customer's bg level was 107 (mg/dl) before the reported event.